Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a damaged teflon pad. A piece of the teflon pad was broken at the distal end of the pad and the missing material was not returned with the instrument. The complaint regarding the broken pad was confirmed by failure analysis. .

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer observed that the harmonic ace instrument pad was broken. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure.